Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned guide wire found blood and contrast on the polymer coating which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core had separated 5.3 cm proximal to the tip ball. The polymer coating was separated at the same location. There were bends in the core proximal to the tip ball which is likely related to the noted guide wire separation as no damage was reported during inspection prior to use. There were four unopened guide wires returned with the same part and lot number as the returned guide wire. There was no blood or contrast visible on all four guide wires and there was no damage noted to all four guide wires which is consistent with the guide wire not being used. The scanning electron microscopy (sem) analysis suggests that the core fracture may be attributed to ductile overload at a bend. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the vessel was described as tortuous which could have contributed to the reported guide wire separation. Reportedly, a snare device was used to successfully remove the separated guide wire portion; however, a dissection occurred and was treated with a xience v stent. It should be noted in the hi-torque guide wires instructions for use (IFU) warning section: do: advance or withdraw the guide wire slowly. Examine the tip movement under fluoroscopy before manipulating, moving, or torquing the guide wire. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The reported patient effect of dissection, as listed in the hi-torque guide wires IFU, is known adverse event. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported guide wire separation appears to be related to operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined. The analysis fo the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Event description:
It was reported that the procedure was to treat a tortuous lesion in the circumflex (cx) artery. The whisper guide wire was advanced to the lesion. Pre-dilatation was performed, and the 3.0 x 18 mm xience v stent delivery system (sds) was advanced; however, the device could not cross to the lesion. During removal of the sds, it was noted that a portion of the whisper guide wire had separated and remained in the cx and left main vessel; however, there was no resistance noted during removal. A snare device was used to successfully remove the separated guide wire portion; however, a dissection occurred, and was treated with a xience v stent. The target lesion was treated with ballooning only. Due to the inability to stent the lesion, the patient was sent to elective coronary artery by-pass surgery for treatment of the lesion. The final patient outcome was good. No additional information was provided.